Event description:
IV tubing leaked with tpn hanging. Large puddle of IV fluids on floor near patient's bedside. Leaking was found at the orange tubing site at the hub end of tubing before the t-piece.